Manufacturer narrative:
Additional information: a2 - date of birth:(B)(6) 1978 a3a - sex: female. B2- outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage b5- describe event or problem: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and ac shallowing. The lens was exchanged for a shorter length lens with a different power and the problem resolved. Cause of the event was reported as unknown. D4- model#: vicm5 12.6 (-06.00). Catalog #: vicm5 12.6. Serial#: (B)(6). UDI: (B)(4). D6b- if explanted, give date: (B)(6) 2026. H4- device manufacture date: 31-jul-2025. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. H6-health effect - impact code: 4629- device revision or replacement. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and ac shallowing. The lens was exchanged for a shorter length lens with a different power and the problem resolved. Cause of the event was reported as unknown.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with angle closure. The lens remains implanted. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
D2b - unable to leave blank. H6- health effect- clinical code: 4581- angle closure. Claim #: (B)(4).